Event description:
The bur was attached to the micro-mill and the milling process begun. It was noticed that the mill appeared to be cutting too deep on the anterior cortex of the femur. Milling was discontinued and the procedure completed with the saw blade technique. Inspection of the micro-mill showed that the bur was not seated completely into the collet and therefore extended beyond the normal cutting depth. The bur was stuck in the collet and could not be removed.